Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after the implant, the patient experienced recurrence, mesh failure, pain, mental anguish/pain, suffering, device defective, and emotional distress. Post-operative patient treatment included hernia repair with mesh and medical treatment.